Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the surgeon was inserting the 35os trocar as the suprapubic port under direct visualization. Upon entering the peritoneal cavity the clear plastic conical tip broke off from the metal obturator. The plastic tip was retrieved from the pelvic cavity and procedure continued. There was no consequence to the pt.